Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a routine follow up when testing the leads a marked difference was noted in the right ventricular lead impedances compared to the previous check about six months prior. The pacing impedances were low out of range in the bipolar configuration while within range in the unipolar configuration. A rise in pacing thresholds was also noted, as well as a fluctuation in the intrinsic right ventricular amplitudes. A review of the arrhythmia logbook noted noise/oversensing as well as a loss of capture with no reported asystole for > 2 seconds on the right ventricular lead. The device remains implanted in the unipolar configuration for pacing and sensing. A follow up was scheduled earlier then norma in order to monitor the patient closely. The patient was asymptomatic and no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during a routine follow up when testing the leads a marked difference was noted in the right ventricular lead impedances compared to the previous check about six months prior. The pacing impedances were low out of range in the bipolar configuration while within range in the unipolar configuration. A rise in pacing thresholds was also noted, as well as a fluctuation in the intrinsic right ventricular amplitudes. A review of the arrhythmia logbook noted noise/oversensing as well as a loss of capture with no reported asystole for > 2 seconds on the right ventricular lead. The device remains implanted in the unipolar configuration for pacing and sensing. A follow up was scheduled earlier then normal in order to monitor the patient closely. The patient was asymptomatic and no adverse patient effects were reported. Additional information noted that the device was explanted and returned.